Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). The return electrode was also inspected. The electrode showed no abnormalities, no traces of combustion, no uneven gel distribution, and no defect in the conductive or adhesive surfaces. In conclusion, no equipment or accessory problem was found that would have caused or contributed to the event. A photograph of the necrosis was evaluated. The thermal insult occurred at the edge nearest to the operative site. Based upon the reported information and evaluations, it appears that the burn/necrosis was caused by long activations at high settings. If sufficient cooling is not achieved between activations, risk of unintended thermal damage increases. There are several warnings in the generator's user manual addressing this issue. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during an intraoperative procedure to replace a vertical expandable prosthetic titanium rib (veptr) implant with the electrosurgical unit (esu/generator) and an nessy omega return electrode (part number 20193-082, lot number 170508-0812). The settings of the esu were cut, effect 4,140 watts and coag, effect 3, 200 watts. The exact modes used were not reported. Monopolar and bipolar instruments were used, but the specifics involving were the instruments were not provided. After the procedure, a 2nd degree burn/necrosis was found below the return electrode (note: placement was on the backside of the left thigh.). The necrosis was the shape of a half moon and was approximately 7 cm x 2 cm in size. The area was red with blisters. No further information regarding treatment or the patient's condition was provided. Note: the esu and accessory were distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) hospital.